Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that a pc unit was returned unexpectedly to the manufacturer. Upon further follow-up, it was reported that the device displayed error code 810.9080. There was no patient involvement.